Manufacturer narrative:
Import for export, therefore 510k is not applicable. A device history record (DHR) review for model ec38-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04 feb 2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer reported that they experienced a blurry and foggy image while using an ec38-i10nl (sn:(B)(4)) video colonoscope. The issue occurred in the operating room during use. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.